Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies. Electrical testing found no shorts or conductor fractures.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead failed to sense and paced. The rv lead was not used and replaced during the procedure. The patient was stable throughout.